Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported a poor communication screen on the patient programmer. Communication was not possible with the implantable neurostimulator recharger (insr). Since two weeks prior to the report the patient could not recharge or use the patient programmer to connect with the implant. The last time the patient felt stimulation and the last successful recharge session was 6 months prior to the report. The reason for not charging was because it was not working right. The therapy would turn on and then off on him since a year prior to the report. Relevant medical history included chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.